Event description:
Customer stated the a-plane image intensifier broke off c-arm and fell on the patient's groin area. The doctor attempted to catch the image intensifier to slow the speed and full weight of the fall on the patient. The patient was alert and awake after the procedure and stated she felt no pain from the fall of the image intensifier, but she was slightly sedated and numb. The doctor's hand was slightly bruised. The customer stated that the c-arm slightly bumped the lead window shield shortly before the image intensifier broke off. The cerebral angiogram procedure was completed and the catheter was being pulled out of patient's groin area when the incident occurred.

Manufacturer narrative:
The cabling for the image intensifier will prevent the image intensifier from free-falling even if is dislodged from the unit. With the doctor breaking the fall before the unit touched the patient, further injury was prevented. We have no report of patient injury at this time. The doctor has informed the local service engineer that he received no injuries from the incident. Pictures of the broken part from the unit indicated that the image intensifier was lowered on to the side edge of the roll-around lead shield. This can not be confirmed. However, the lead window shield was at the exact height where it would have been caught on the corner of the lead shield if the operator attempted to either move the c-arm or lower the sid of the image intensifier. Reportedly the pictures were taken with the window shield and unit in the exact position as when the incident occurred. We were told that neither the lead shield nor unit had been moved after the event occurred. Pictures are available upon request.